Event description:
From the cardiology consultation notes: the patient has a history of congenital atrioventricular (av) block and had a ddd pacer implanted 17 years ago. His initial implant was complicated by apparently infections requiring at least one lead extraction early on and then re-replacement. He has had a generator replacement 7 years ago, at which time the lead was known to be making noise and was apparently repaired. Pacer checks in the past year have shown continued noise from the right ventricular lead and the patient's device has now reached early replacement indicator (eri). He was seen in consultation for consideration of lead replacement and generator replacement concomitantly. Notes from the operative report: the pacer had reached elective replacement indicator with normal battery depletion. The patient's right ventricular lead had shown evidence of noise suggesting an insulation break. The atrial lead had been repaired in the past and repair was obvious. Through the existing wound, we attempted to cannulate the left subclavian vein and passed a guidewire into the right atrium for introduction of new atrial electrode and possibly new right ventricular electrode. While we were able to cannulate the subclavian vein, we were unable to steer a wire beyond obstruction within the innominate vein system to enter the right atrium. Accordingly, lacking venous access, we elected to extract the existing leads and insert new leads using the laser introducer as our conduit to enable passage of new leads into the right atrium, hopefully. Both the atrial and ventricular leads were now amputated and laser locking stylets passed down each lead in turn.the 14-french excimer laser was passed over the right ventricular electrode and proceeded down to the level of the innominate cable junction, but could not fixed to extend beyond that. We then moved our attention to the right atrial lead and we were able to extract it completely moving the laser and the introducer sheath down into the right atrium. We returned our attention to the right ventricular lead now having withdrawn the atrial lead. Once again, however, we found that there was a shelf present at the level of the innominate cable junction and we could not pass beyond this with the laser. In fact, the lead insulation stripped from the lead down to that level. Unfortunately, we were unable to remove this lead in its entirety. The patient tolerated the procedure well and was discharged the following day. In speaking with the boston scientific rep, there were 2 leads that were removed: the atrial lead, which was a boston scientific lead that had been repaired in the past and was not malfunctioning, and the medtronic ventricular lead which was known to be making noise. The lead will be returned to medtronic for evaluation.